Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.1, one-touch: 2.0, lab:1.9. Date: (B)(6) 2012, inratio: 2.2. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.